Manufacturer narrative:
D10 concomitant products egia45amt - egia45amt egia 45 artic med thick sulu - lot# p5h1034 sigpshell - sig power sigpshell control shell - lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter - sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, it was on pre-firing, but when the jaw of the device was closed, the display had pressure meter 1 and the green button was pressed and an attempt was made to fire, but the fire could not be done. The handle was replaced and then the same cartridge was used for the test, however, an error message displayed when the tissue was too thick. Afterwards, the cartridge was replaced with a new one, and was able to fire without any problems. There was no patient injury.